Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had been exhibiting low out-of-range pacing impedances in the right ventricular (rv) lead, below 200 ohms, for approximately one year. No episodes of noise were registered, and noise could not be produced during isometric exercises and pocket manipulations. Technical services (ts) reviewed the event and stated that an insulation breach was unlikely. However, ts recommended contacting a cardiologist to obtain an opinion regarding the magnetic resonance imaging (MRI). No adverse patient effects were reported. This rv lead remains in service.